Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an occlusion alarm earlier during the day and resolved it before troubleshooting could be performed. Customer then received a cartridge alarm. Customer's blood glucose level was 396-397 mg/dl. Reportedly, customer changed the cartridge and resumed insulin therapy.